Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The sensor was recalibrated based via the patient network database based on data obtained previously, the baseline was increased by 21mmhg. Readings can now be obtained from the sensor using the cardiomems hosipital system and the cardiomems patient electronics device.

Event description:
It was reported that the clinic was unable to obtain readings from the patient's sensor 2 to 3 years ago. The patient has not been attempting readings from home due to misplacement of their pes. Interrogation was attempted again with a hospital system on (B)(6) 2023 and no readings could be obtained from the sensor. There were no adverse consequences to the patient.